Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 01/17/2011 to the present date 1/15/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device passed preventative maintenance, but the unit was cracked and there was a screw rattling around inside. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device passed preventative maintenance, but the unit was cracked and there was a screw rattling around inside. There was no patient involvement.